Event description:
The customer reported to olympus, during preparation for use it was noted, the nozzle of the evis lucera gastrointestinal videoscope was clogged. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the plastic distal end cover was broken and stained, the observation lens was stained, the light guide lens was stained, foreign material was noted exiting the nozzle, and yellow tissue glue came out of the channel tube. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. The legal manufacture reviewed the evaluation findings and noted the distal end cover, observation lens, light guide lens, and biopsy channel opening as adhered with tissue glue. It was also noted that the distal end rubber glue was peeled. It was unknown when tissue glue adhered. In case of middle of procedure, the glue was thought to be injected using endo therapy accessory. Furthermore, the accessory would have been a disposal injection needle in case the accessory was olympus product. Instructions for use (IFU) of the needle provides cautions for withdrawal as below: "warning: do not withdraw the instrument from the endoscope quickly. This could scatter blood, mucus, or other patient debris and pose an infection control risk." "Caution: do not withdraw the instrument from the endoscope while the needle is extended. This could damage the endoscope or instrument." "Caution: if resistance is too strong and withdrawal is difficult, adjust the angle of the endoscope until the instrument can be withdrawn smoothly. Forcible withdrawal of the instrument could damage the instrument and/or endoscope¿. ¿avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids.¿ olympus will continue to monitor field performance for this device.